Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device withheld therapy for 14 seconds when a ventricular tachycardia episode was diagnosed as supraventricular tachycardia due to discriminators in place. The device then recognized and treated the ventricular tachycardia appropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned, but data from the device was received. The data was analyzed and no anomalies were found.